Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no reported adverse impact. While speaking to customer technical support, the caller stated that the pump's battery unexpectedly reached 100%, resolving the issue without further action.